Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. It was reported the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved. Pd therapy was stopped approximately five days prior to death and the patient was placed on hemodialysis. No additional information is available.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.